Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/10/2023. H3 investigational summary: the product received for analysis was identified as product code v3040h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed near the tip in an axial orientation along the needle. The needle was received in one piece as the mating fracture surfaces were not fully separated. A scanning electron microscope was used to examine the fracture surface and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of trans granular cleavage, evidence of a brittle failure mode. This was a non-ductile fracture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: * did the surgery was completed successfully? Yes. * what do you mean by "(like a fish hook)"? Please explain. No further information and product is going of return so no picture available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, the needle split on the end during subcutaneous suturing (like a fish hook). No adverse patient consequences were reported. Additional information was requested.